Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker underwent a magnetic resonance imaging (MRI) study. Subsequently, there was a 12 hour timeout, and right ventricular (rv) pacing impedance measurements were greater than 3000 ohms. A lead safety switch had occurred which changed the configuration to unipolar. Threshold and sensing measurements were good. When testing the lead, impedance measurements were normal after pacing for a few minutes. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that impedance measurements have remained within normal limits. No further troubleshooting was performed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the device was explanted and replaced due to rv impedance measurements of greater than 2000 ohms. No additional adverse patient effects were reported.